Manufacturer narrative:
(B)(4). Date sent 2/25/2025. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested, and the following was obtained: are there plans to remove the pieces from the patient? Has the patient's post-operative care changed as a result of this issue? There is no plan to remove the small pieces of cartridge from the px. The px care has remained consistent with usual post procedural care.

Event description:
It was reported that during an unknown procedure, it was observed that remnants of the cartridge were left in the patient during the first firing. The staple line was complete and looked good. There was no patient consequence nor surgical delay reported. Additional information requested.

Manufacturer narrative:
(B)(4). Date sent: 02/14/25. D4: batch #unk. B3: only event year known: (B)(6) 2025. Additional information was requested, and the following was obtained: - please clarify "remnant left in px during first firing". The "remnant" is a reference to part of the cartridge. A very small amount. - did the remnant was removed? This remained in the px and is bio compatible. - if yes, how did the remnant was removed? Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: - are there plans to remove the pieces from the patient? - has the patient's post-operative care changed as a result of this issue? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device gst60g with lot number 718c09; and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent 2/28/2025. D4 batch #804c43. Corrected data d4: UDI#. Investigation summary the product was returned for evaluation. Visual inspection was conducted on the returned reload. Visual analysis of the returned sample determined that one gst60g reload (a) was received with no apparent damage and fully fired. No functional test could be performed due to the condition of the reload. The event described could not be confirmed as the reload was received fully fired. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: tissue thickness should be carefully evaluated before firing any stapler. Holding the jaws in place for 15 seconds after closing and prior to firing may result in better compression and staple formation. When positioning the stapler on the application site, ensure that no obstructions such as clips, stents, guide wires, etc. Are within the instrument jaws. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 804c43, and no non-conformances were identified.